Event description:
Harmonic handpiece would not function regardless of what type of tissue was in the jaws. It repeatedly errored and went to standby. We opened another handpiece and proceeded without further issue. No harm to patient.